Event description:
According to the nurse, during/after reheating, the thermogard xp ivtm system lost fluids several times over the weekend ((B)(6)). No fluid accumulation was observed outside the patient, and the saline bag on the thermogard xp ivtm system was replaced twice. Then, zoll was informed by telephone after another loss of fluid occurred on (B)(6). The nurse was recommended to perform a leak check, but the nurse waited until the zoll rep was on-site to perform the test. During the on-site visit, there was no fluid loss, but a prominent noise was observed from the start-up kit (lot 196852). It sounded like a suction or like something was pumping against a resistance. There was approximately 250 ml left in the saline bag when the therapy was ended. The total suspected saline infusion into the patient is 500 ml. The icy catheter (lot 194421) was inserted in the right femoral vein of the patient smoothly on the first attempt. The dwell time of the catheter was 80 hours. The catheter was removed and not replaced. No injury to the patient.

Manufacturer narrative:
The icy catheter in the complaint ws received for investigation. A follow-up report will be submitted when the investigation has been completed. The event of "the fluid ran into the patient, no patient's effect" was assessed as not serious. Seems that around three 500 ml bags of sterile cold saline were entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. It seems that the customer should benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was assessed as having a causal relationship to the device and a causal relationship to device deficiency. The event has a causal relationship to the procedure due to usage of cold saline.

Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot 194421) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the icy catheter with lot number 194421. Ccr 83533, reported on april 15, 2024. A bonding leak was observed at the proximal end of the medial balloon.